Manufacturer narrative:
Evaluation of the subject product found physical damage to the controller as the outer case was cracked, and the pole clamp fractured. The void seal was broken, indicating the controller may have been opened. The biomed engineer was contacted as it was noted that there was a calibration sticker on the unit indicating it was assessed in (B)(6) 2018. He reported that he does not believe the unit was opened, and that he performed the assessment of the unit in (B)(6). He confirmed the controller was in good condition at that time, and there was no functional issues. He stated that based on the condition he suspects the unit was dropped or physically damaged between cases. He confirmed that there was no reported short circuit of the unit. He was told it simply did not power on. Based on evaluation we have concluded that the physical damage and the heat damage identified with the internal components was due to the device being subjected to physical trauma. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during set up of a procedure after inserting an x-stream tubing set into an x-stream controller, the device would not power on. There was no patient involvement. The subject product was returned and evaluation identified that some internal components had heat damage with evidence of internal combustion having occurred. It was reported by the biomed contact that it was possible the unit was dropped or damaged in use. The staff will change them on the pole and they can see some trauma between cases. There was no report of a short circuit, smoke, or flame having occurred.